Event description:
The patient reportedly was implanted with a flange fixture with abutment in a single stage procedure. The quality of the patient's bone is not known. The fixture fell out after six weeks. Reportedly, the patient was a heavy smoker. Analysis showed that all measurements of the device were within specifications.

Manufacturer narrative:
This is a final report.